Event description:
It was reported that brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. On 01/03/2026, at approximately 7:30 pm, the patient took a shower, during which the dexcom app displayed a ¿brief sensor issue¿ alert. While waiting for the estimated glucose value (egv) to update, the patient fell asleep. Later, the patient¿s mother found him unconscious and called paramedics. Upon regaining consciousness, the patient was already in the ambulance. Paramedics reported his blood glucose (bg) was approximately 20 mg/dl. They administered intravenous sugar and transported him to the emergency room (ER). During transit, bg increased to 175 mg/dl following treatment. Upon arrival at the ER around 1:00 am, bg measured 154 mg/dl. At this time, the dexcom app displayed a ¿sensor failed¿ message. The patient was discharged at approximately 7:55 am and reported feeling fine at the time of discharge. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.